Manufacturer narrative:
Section a3, a4 and a5: unknown/ not provided. Section b3:date of event: unknown/ not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that on (B)(6) 2026, a patient experienced a myopic surprise, blurred vision, and dissatisfaction following a procedure involving the device. The original surgery occurred on (B)(6) 2025; an explant was performed on (B)(6) 2026, and the intraocular lens was replaced with the same model lower diopter lens. The patient's current status is unknown, and no patient harm was reported. No further information is available.